Event description:
The device reportedly did not provide hemostasis when applied to the sternum and anastomosis site during coronary artery bypass graft. The surgeon was able to control bleeding using a competitive product and cautery. It was later reported that the patient was recovering and the physician was unaware of any other issues.

Manufacturer narrative:
Returns from this lot from the hospital where this event occurred were tested. These reserves showed results within specification for critical performance parameters including protein concentration and thrombin activity. Furthermore, a review of the batch record associated with this lot revealed no discrepancies. Due to these evaluations, no root cause could be identified. Furthermore, the chief medical officer determined that their resorting to cautery suggests that there was more profuse bleeding, for which the device is not indicated. The device is indicated as an "adjunct to hemostasis" and, as noted in the instructions for use, is not a substitute for meticulous surgical technique or other conventional procedures for hemostasis. Materials and chemistry evaluation.